Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, and they acknowledged the instructions.